Manufacturer narrative:
The certas valve (828806) was not returned for evaluation as the product s not available for return as per customer; therefore, an evaluation of the device could not be performed and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve was implanted via v-p shunt on unknown date with unknown setting. In (B)(6) 2021, the patient developed symptoms at setting 5 and hematoma at setting 4. Due to suspicion of underdrainage, the setting was lowered to 2, but it did not improve. On (B)(6) 2021, a shunt contrast was performed, and the flow was confirmed. The physician is conducting a tap test to see if the symptoms improve.